Event description:
This is a spontaneous report received by baxter (B)(4) from a sales representative on (B)(6) 2010 about a transfer set which got loose from the titanium adapter. This occurred on (B)(6) 2010. The patient re-connected the titanium adapter to the transfer set. On (B)(6) 2010, the patient came to the dialysis center because of cloudy dialysate. The dialysis center sent him to hospital, where peritonitis was diagnosed and treatment with antibiotics started. The samples of the transfer set as well of the titanium adapter will be made available for investigation. The following additional information was received from the initial reporter on (B)(6) 2010: the patient had a history of morbus fabry and atrial fibrillation. On (B)(6) 2009 the patient started continuous ambulatory peritoneal dialysis (capd) with physioneal 1.36% at a daily dose of 4x 2 liter. On (B)(6) 2010 the titanium adaptor was disconnected and the patient fixed it by himself. On (B)(6) 2010 the patient presented with cloudy dialysate and slight abdominal pain. The patient was hospitalized on the same day and a microbiological culture of dialysate showed staphylococcus hominis. The patient received antibiotic treatment with ceftazidim and cephazolin intraperitoneal. On (B)(6) 2010 the patient was discharged from the hospital and recovered completely on (B)(6) 2010. The peritoneal dialysis regimen with physioneal was continued without change. The reporter stated that the bacterial peritonitis was unrelated to physioneal and that the cause of the peritonitis was the disconnection of the transfer set.

Event description:
Reporter alleged the customer received the results of hi (greater than 600 mg/dl) and 149 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips are gone, so no product will be returned for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample involved in the incident was received for evaluation with the cap on the spike and no cap on the patient connector. A laboratory adapter was functionally hand-tightened without difficulty. The sample was then tested underwater at 8 pounds per square inch (psi) with no leak noted. During visual inspection, no abnormalities were noted. The complaint could not be confirmed in the laboratory. The returned sample met print specifications and appeared fully functional.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received for evaluation and a follow-up report will be submitted upon completion of the evaluation.